Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device fired clips incorrectly so that they were loose on the vessel. Opened another device to complete the case. There was no consequence to pt.